Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery depletes quicker than expected. The customer's blood glucose level was not impacted. Review of the pump data by tandem technical support for the past week and a half was unable to confirm the reported battery depletion.